Event description:
I was a close contact of a covid-19 patient, and I am pregnant, so I wanted to get tested. I was exposed friday, may 20, 2022 and saturday may 21, 2022. I took a pcr test monday, may 23, 2022 in the morning. This test result was negative. I also bought flowflex antigen rapid tests from my local pharmacy. I tested positive for the first time using two of the flowflex rapid antigen tests the evening of may 23, 2022. I took two additional flowflex rapid antigen tests tuesday, may 24, 2022 and one more on wednesday, may 25, 2022. I was positive on all three of these tests as well. The lines for all of my rapid tests were faint, but were positive. I took another pcr wednesday, may, 25, 2022. This pcr was also negative. I know the blue package of this test does not have eua by FDA, however, I was using the white box. My concern is I have tested positive using this antigen test 5 times, all while my pcr tests are negative. With all of this confusion, I also tested using the binaxnow covid test and the quickvue rapid test on thursday, may 26, 2022. These were both negative. I wanted to bring this to the attention of FDA as this test it appears is giving more positive results than would be expected. I understand specificity for this test is very high, so I am uncertain why I would have had five false positives. I never experienced symptoms and I am vaccinated and have received one booster (received my booster in (B)(6) 2021), but was testing because of my pregnancy and because I was a close contact. Thank you for taking the time to read this! I appreciate it. FDA safety report ID# (B)(4).